Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens - -12.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted due to the lens tearing during the delivery into the eye. The lens was not exchanged for another lens.

Manufacturer narrative:
Additional information: conclusion: patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. Corrected data: (B)(4) previous code not applicable, no material integrity problem reported. Device evaluation: product evaluation found that the lens was returned dry in case/vial. There was also clear surgical residue/debris on product. Visual inspection found the lens bent. Claim #(B)(4).